Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by abdominal pain. The cause of and treatment for peritonitis were unknown. On an unknown date, the patient was hospitalized and was later discharged. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.